Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/13/2014 with the following findings: the cartridge compartment and cap were found to be free of damage. The cartridge was able to be inserted into and removed from the cartridge compartment without issue: the reported issue was not duplicated. The pump successfully performed the prime sequence functions. During the analysis, the pump operated according to the specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that the user could not remove the cartridge from the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.